Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448.received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4782. Visual inspection noted no obvious observation. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in-house syringe. However, the catheter upon inflation, there was a leak present at trifurcation site due to a pin hole measuring 0.013in. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient had a urinary foley catheter inserted during surgery. During the night shift, urine output was confirmed at 120¿130 ml over 2 hours. However, between 4 a.m. And 6 a.m., the 2-hour urine output decreased to 35 ml. Attempts to draw urine from the collection port were unsuccessful, and the position of the indwelling catheter and the patient¿s posture were adjusted while monitoring. Before 8 a.m., urine output was checked again, but no flow was observed. Upon checking the diaper, it was found that the catheter had only been inserted about 1 cm and was almost completely dislodged. No fixing fluid was present, and the balloon was deflated. The diaper and bedding were dry. When attempting to reinject fixing fluid into the removed catheter, no obvious damage was found, and pressing the balloon by hand did not cause the fixing fluid to leak. Upon consulting the operating room, it was confirmed that the catheter had been inserted and the fixing fluid injected by the anesthesiologist and nurse during placement, making it unlikely that the fixing fluid had been forgotten. Therefore, a malfunction of the indwelling catheter was suspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient had a urinary foley catheter inserted during surgery. During the night shift, urine output was confirmed at 120¿130 ml over 2 hours. However, between 4 a.m. And 6 a.m., the 2-hour urine output decreased to 35 ml. Attempts to draw urine from the collection port were unsuccessful, and the position of the indwelling catheter and the patient¿s posture were adjusted while monitoring. Before 8 a.m., urine output was checked again, but no flow was observed. Upon checking the diaper, it was found that the catheter had only been inserted about 1 cm and was almost completely dislodged. No fixing fluid was present, and the balloon was deflated. The diaper and bedding were dry. When attempting to reinject fixing fluid into the removed catheter, no obvious damage was found, and pressing the balloon by hand did not cause the fixing fluid to leak. Upon consulting the operating room, it was confirmed that the catheter had been inserted and the fixing fluid injected by the anesthesiologist and nurse during placement, making it unlikely that the fixing fluid had been forgotten. Therefore, a malfunction of the indwelling catheter was suspected.